Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
As reported, a 2.5x18mm cypher stent delivery system was being prepped, and a faint pop was heard, then the hub cracked prior to being used in the patient.